Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering eval.

Event description:
Our customer has reported to us via sales rep that during the surgery ((B)(6) 2011), a xia 3 titanium blocker-ref: (B)(4)- breaks (radial crack). The dynamometric screwdriver was used and the item breaks before the pressure indicated by the manufacturer. The surgeon could not retrieve the product, remaining in his position.